Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported a loss of therapy as a result of a fall; the event was considered a sudden change in therapy/symptoms. During the call, the patient had access to their patient programmer (pp) so they synched to their ins which showed stimulation was on; they were on program 2. They added that they need "to be hooked up to see if I have a weak lead or a broke lead". When asked why they think the lead is "weak or broke", they said they are "having trouble with the voiding, trouble with pain in my bicycle area, and numbness". They noted that everything started "a few weeks ago" including a shocking sensation and urinary tract infections (uti) if they raise amplitude. They also noted that they "have a lot of back pain and I know I can tell when I get a uti my lower back hurts which means it messes with my kidneys". The caller also noted that "it's locking me out of program 1 and 3, I'm only on program 2". The call c enter helped the patient synch and they were able to help the patient move to program 3. The patient then noted that if they experience discomfort and a shocking sensation when they increase amplitude on program 2 or program 3. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) for the issues above and to check the lead. No further patient complications have been reported as a result of this event.